Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device was manufactured more than 15 years ago, production records cannot be confirmed, and the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿the main lamp does not light, and the spare lamp lights up¿ was determined to have been caused by the failure of the power supply unit. The cause of the power supply unit failure was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered power unit failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset evis exera ii xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the main lamp does not light after some time, the device shifts to a spare lamp. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.